Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: two (2) actual device were received for evaluation. A visual inspection with the naked eye noted a separation between the patient adapter and tubing /bushing. There are markings at the end of the tubing indicating the two components were assembled. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the two components is a friction fit and not a solvent bond; therefore, a strong tug on the tubing could cause a separation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). One (1) device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the patient connector and silicone tubing of the two (2) minicap transfer sets. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.